Manufacturer narrative:
Investigation findings: this is a follow up MDR with the investigation results for u by kotex security for the manufacturing lot number ac617827x1921. The documentation assessed includes: manufacturing, quality audit, production and raw materials. This assessment found no anomalies that may have caused or contributed to the reported issue. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Root cause: no root cause identified. Since no root cause was identified, no corrective or preventive action can be taken at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Manufacturer narrative:
For lot ac624527x2130 the documentation assessed includes: manufacturing, quality audit, production and raw materials. This assessment found no anomalies that may have caused or contributed to the reported issue. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets monthly to review complaint trends. A review of the DHR identified the two lot numbers provided as the super absorbency product. A document and records review was performed on the reported lot ac624527x2130. The second lot number ac617827x1921 was not originally investigated because it was not clear if the consumer had used product from that lot. A follow-up MDR will be completed following the review of the second lot number, ac617827x1921.

Event description:
The consumer bought u by kotex® security® tampons and combines boxes of different absorbencies together. She provided two lot numbers, ac624527x2130 and ac617827x1921. She explained with her last purchase, she has had several of the tampons unravel or falls apart upon removal, which led to pieces of the tampon remaining in vaginal canal. The consumer feels at this point that the expulsion of the tampon pieces happens automatically after a few days, she does not require medical intervention at this time. The consumer stated that the last purchase of tampons she has had several tampons unravel or fall apart when she was removing them. When she pulls the tampon out, the string is still attached and most of the tampon comes out. She stated it was as though the tip of the tampon broke off and pieces of the tampon would stay up inside, then after a few days the tampon pieces are expelled. She has not seen a doctor and she feels that she has removed all the pieces successfully.